Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 109 mg/dl. Troubleshoot was performed. Customer used new energizer battery. Customer insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer also reported physical damage on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.